Event description:
This report was received from a baxter clinical coordinator and is a spontaneous report from a doctor in the (B)(6) of peritonitis in a patient coincident with peritoneal dialysis therapy. On an unreported date, the patient began continuous ambulatory peritoneal dialysis (capd) therapy. On an unreported date, the patient experienced improper aseptic technique while performing pd therapy. On (B)(6) 2012, the patient was diagnosed with peritonitis. The patient was not hospitalized for the event. On (B)(6) 2012, the patient began treatment with 1 dose of vancomycin. On (B)(6) 2012, gentamicin was added and the patient continued antibiotic therapy on both vancomycin and gentamicin at home. On (B)(6) 2012, the peritonitis had resolved. At that time, gentamicin and vancomycin therapy remained ongoing. Per the physician, the peritonitis was unlikely related to the pd solutions and more likely related to the improper aseptic technique.

Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because the nurse reported a break in aseptic technique by the patient. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. Since the lot number was unknown, a batch review could not be performed.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.